Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in planned cardiac arrhythmia non-emergency treatment when the issue occurred. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that the system had geometry error. Analysis of the system log file showed x-ray generator errors. During troubleshooting, the fse identified that the network timeout issue caused the geometry to reboot, and firewall was not functioning correctly. The fse reseated and reconfigured the firewall. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that system was unable to produce x-rays. The device was in clinical use at the time of the event. There is no harm reported for the user or patient. Philips has started an investigation of this complaint.